Event description:
Patient received shipment of new ms3 pump (sn: (B)(4)) but is unable to set it up for the infusion as the set up menu does not include the prompt to start the delivery. When patient went back to the home screen, cr menu was not an option. Reviewed that the program appears to have been erased and the importance of keeping a battery in the pump when not in use as the internal battery may not hold the program for greater than 48 hours. Reviewed that we would ship a replacement ms3 today for delivery tomorrow. The pump was not in use when the malfunction occurred and there was no adverse event occurrence. Dose or amount: remodulin 40mg/kg/min. Frequency: cont. Route: sq. Dates of use: (B)(6) 2018 to present. Diagnosis or reason for use: pah.